Event description:
The customer generated the following axsym total bhcg results on a patient sample tested 1:200 autodiluted: <800, 112000, 32000, 7800 and 5327 miu/ml. The customer reported the result of 5327 miu/ml. The same patient sample was retested 1:2000 manufally diluted the following day on the same axsym (14200 miu/ml) and on a different axsym (157895 and 146600 miu/ml). A corrected report was issued. No impact to patient management was reported.